Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a sore under an electrode. The sore was not open. The patient applied an ointment to the sore, and the patient's home nurse advised the patient to keep the area clean. Follow-up indicated that the sore had improved.